Event description:
It was reported to philips that the system was unable to boot up. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was unable to boot up. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed the bios battery has 2.5vdc. Fse replaced bios battery and retested the system but still unable to resolve the issue. Fse ordered a host pc which was defective. So, fse reseated ram memory and replaced the bios battery on the original pc and reseated the hard drive and cycled hard drive bay switches. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome.